Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown nexgen femoral component, item #: unknown, lot #: unknown. Unknown nexgen articular surface, item #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03158 and 0001822565-2017-03164.

Event description:
It was reported that following an initial knee arthroplasty, the patient is being considered for a revision surgery. The reason for the revision is currently unknown. Attempts have been made and additional information on the reported event is unavailable at this time.